Event description:
The following event was reported to ventec via email by a third-party biomedical service technician: "there was a patient incident on the vent. However, the vent is not suspected. [Redacted]. Just needed the unit downloaded to see the usage and for our records." Ventec requested additional information about the patient and the event, but the reporter declined to provide that information, stating: "admin said that this information is not necessary to determine the function of the ventilator. All [redacted] needs is a download for the unit. The gender and other unnecessary questions are not necessary to complete a download." The nature of the "patient incident" and the outcome of the patient were not provided to ventec. Additionally, there was no allegation of a device malfunction. Ventec is reporting this event out of an abundance of caution.

Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. Due to the limited information provided, ventec was unable to perform an investigation. The cause of reported "patient incident" could not be determined.

Manufacturer narrative:
H6: ventec contacted the initial reporter to see if there was any additional information regarding the reported event and/or if the device would be returned to ventec for an evaluation. The initial reporter later confirmed that there was no issue with the device, and that they only needed instructions on how to download data from the device for their records. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. Based on the information provided, the investigation concluded that there was no malfunction of the device.